Manufacturer narrative:
(B)(4). The device has been returned and analysis is expected. The cause of the event cannot be determined until the analysis is done.

Event description:
It was reported that , intra-op, during the cutting/milling process the cutter suddenly stopped working. The cutter was blocked. After removing it the cutter rotated again but not under load the noise the cutter made at the very beginning before inserting it the first time into the disc space was already a bit different than the one from good working cutters. The replacement cutter worked well and its sound was much smoother. The normal console was used. The product came in contact with the patient. No patient complications were reported as a result of this event. No impact to the patient occurred in this event.

Manufacturer narrative:
Product analysis: visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material wear. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.